Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measurements. It was observed that the rv lead was not a (B)(6) product. Clinician had contacted the manufacturer for the lead who recommended to have a commanded shock. Technical services (ts) did not defer to these recommendations. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).